Event description:
Invalid result (s). Customer didn't get any lines on test cassette. She confirmed she added 4 drops to the s well but no lines showed up on cassette.

Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot cov2030003. No abnormal issue was found in the manufacturing process, technical testing and quality control inspections, the manufacturing process complied with the dmr. Test results of retention samples met the qc criteria. Ther reported issue could not be found. Complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid results. Customer didn't get any lines on test cassette. She confirmed she added 4 drops to the s well but no lines showed up on cassette.